Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, UDI number g5: 510k number and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, there were multiple broken or nearly broken items in the anesthetic bag. Discontinued use and used another one. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other text: h3, h6 - updated devices samples were received for investigation. The returned samples were visually inspected and detected damage in the breathing bags. The reported complaint is confirmed. The root cause cannot be determined since the failure reported could not be reproduced and will continue to be monitored and further actions taken accordingly. A review of the device history records could not be completed as no lot number was provided by the customer.